Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation of the device showed ddd pacing at 70 ppm. With the wand over the pacer, the device paced av at 70 ppm. When the wand was removed, the rate increased to 152 ppm. Emergency vvi and programming to doo and vvi did not slow down the rate. The device was downloaded and normal device function ensued.